Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0877 inches. Installed a water filled reservoir, primed device , monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer blood glucose level was 600 mg/dl at the time of incident. The other blood glucose was over 600 mg/dl and 590 mg/dl. Customer treated with insulin pump and manual injection. The customer was not using the auto mode feature. The customer stated that insulin pump had insulin flow blocked alarm. The insulin pump will be and reservoir will not be returned for analysis.